Manufacturer narrative:
(B)(4). No conclusion code available; the reported field events of an inappropriate shock and output anomaly were confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be shorted. The device memory was corrupt and could not be reviewed. The cause of the reported noise could not be determined. The cause of the reported inappropriate shock and output anomaly was shorted high voltage output transistors.

Event description:
It was reported that a patient received inappropriate shocks for atrial fibrillation with rapid ventricular response and vibratory alerts. Device interrogation revealed episodes of noise. Alerts for "possible high-voltage lead issue" and "possible high voltage circuit damage" were also noted. It was noted that the noise occurred after the "possible high voltage circuit damage alert" was triggered. The device was explanted and replaced. The patient received no adverse events.